Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.6. Investigation summary: bd received 6000 samples and 8 photos for investigation. The photos were reviewed and the indicated failure mode for blood leak was observed. Additionally, 600 customer samples along with 90 retention samples from bd inventory, were evaluated by visual examination and the issue of blood leak was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode blood leak. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® edta 2k tube leaked blood after collection. There was no report of patient impact.

Manufacturer narrative:
The following field has been updated with additional information: investigation summary: bd received 6000 samples and 8 photos for investigation. The photos were reviewed and the indicated failure mode for blood leakage was observed. Additionally, 600 customer samples along with 90 retention samples from bd inventory, were evaluated by visual examination and the issue of blood leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode blood leakage. There was a molding defect commonly known as a ¿double shot¿ and is created when a molded component does not transfer from the cavity to the core during the demolding process. Bd determined that the root cause of the indicated failure mode was attributed to a temporary blockage in the water channel for the cavity that caused the parts to stick during cold start-up. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® edta 2k tube leaked blood after collection. There was no report of patient impact.